Event description:
It was reported that noise on the ventricular channel and insulation damage were observed. No inappropriate therapy was delivered as a result of the damage. The lead was capped and replaced. The patient is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.